Event description:
As reported by the customer in (B)(6), the end user had reported problems with the connections on the two valved manifold. They stated that air bubbles were noticed in the fluid management system. They believed that the air entered into fluid management system via these connections. Attempts have been made to contact the end user as to the status of the pt, when the problem was noticed, and the procedure outcome. This info will be provided in a f/u medwatch.

Manufacturer narrative:
Although it has been indicated that the used device will be returned for eval, it has not yet been received. The device analysis will be included in our investigation and the results of the investigation provided in a f/u medwatch. (B)(4).